Manufacturer narrative:
It was reported that the tip broke off. The reported event is confirmed upon investigation of the returned pictures. Visual evaluation identified that the distal end of the device had fractured off. Patient bone quality and surgical technique were not provided in the complaint. Additionally, without the return of the device, further investigation cannot be performed. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces upon insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an ankle arthroscopy case as the surgeon went to go microfracture a lesion; the ar-8655-06 pick tip just broke off. It then took the surgeon about 30-45 minutes to fish it out. The rep reported there were no unplanned incisions needed in order to remove the broken piece. The case was completed as planned after the broken tip was removed arthroscopically.